Manufacturer narrative:
Concomitant medical products: vedr01 ipg implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensed beats which possibly led to device terminating episodes early. The ra lead remains in use. No patient complications have been reported as a result of this event.